Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was broken in between the light blue hand hold part (main body) and the dark blue lunar lock part (female connector). This issue occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with naked eye noted that the (dark blue) female connector was not flush to the (light blue) main body. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported issue was verified. The cause was determined to be manufacturing related; correct assembly procedures were not followed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.